Manufacturer narrative:
Additional information was provided in h.3, h.6 and h.10 the used company cartridge complaint sample was not returned. Nine unopened company cartridges were returned for lot#15066527. One of the nine unopened samples was pulled for testing. The unopened company cartridge was microscopically examined. No damage or abnormalities were observed. The returned unopened company cartridge was functionally evaluated. No lens or cartridge damage was observed after the lens delivery. The returned unopened company cartridge was cleaned for further evaluation. Top coat due stain testing was conducted with acceptable results. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause for the reported complaint could not be determined. The used company cartridge complaint sample was not returned. No determination can be made without physical evaluation of the complaint sample. One of the unopened company cartridges returned for the reported lot was evaluated. No damage or abnormalities were observed. Functional and dye stain testing was conducted with the unopened sample with acceptable results. No lens or cartridge damage was observed after the functional testing. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, a lens was implanted and doctor saw that the lens was scratched. There was patient contact but no patient impact. Additional information had been requested and received stating that the lens was left implanted and there are no vision issues.